Manufacturer narrative:
It was noted that the device is not available for evaluation as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device discarded.

Event description:
It was reported that the surgeon was doing hip case using a tritanium hemispherical cluster hole and was passed the osteo lock screw for the cluster hole. The screw head profile was great and had to remove the screw and burr to fully seat mdm liner.

Event description:
It was reported that the surgeon was doing hip case using a tritanium hemispherical cluster hole and was passed the osteo lock screw for the cluster hole. The screw head profile was great and had to remove the screw and burr to fully seat mdm liner.

Manufacturer narrative:
An event regarding seating height involving an osteolock bone screw was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined. However, it is noted in the surgical protocol that ¿if selecting a cluster hole shell with screws, then only stryker orthopaedics torx bone screws ((B)(4)) can be used.